Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that controller is not functioning properly and they're not able to recharge their implant. Patient mentioned that they have tried to fix the controller for about 10 times over the past 3-4 days already. Patient mentioned that they have been getting several messages and one of them is that the batteries are dead in the charger and the stimulator. Another message was batteries low replace controller batteries soon. Patient also mentioned that they can hear a rattling sound inside the controller and it looked like there's something that got loose inside. Patient also mentioned that they cannot switch from MRI to functioning mode. Agent sent a request to repair to replace the controller. Patient mentioned that they have a scheduled MRI on their leg.

Manufacturer narrative:
Product ID 97745 lot# (B)(6) implanted: explanted: product type programmer, patient was previously reported as relevant device. The programmer is not involved for the reportability but only the implantable neurostimulator (97715 - (B)(6)) is. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.